Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v565966, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported the event as persistent perineal wound and reported a delay in the healing of the wound.

Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of rectal area infections. The patient symptoms were noted as rectal pain, swelling, pus and inflammation. Intervention included permanent discontinuation of stimulation and an MRI will be completed. The patient outcome reported as ongoing event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient symptoms included drainage.

Event description:
It was reported the patient's device was removed.

Manufacturer narrative:
(B)(4).